Event description:
The patient had been hospitalized for five days due to back pain. The pump was checked and it was dispensing medication, but the battery was low and the medication administration, according to the physician, was not what it should be. The physician had advised patient to have the pump replaced. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.